Event description:
It was reported that, "while inserting oasys 4.5 x 24 nb angled screw a screwdriver stopped engaging the screw. Upon trying to remove screw the tulip head popped off."

Manufacturer narrative:
Add'l info has been requested and if made available, this will be reported as supplemental. Method, result, and conclusion codes will be made available following an engineering eval.